Event description:
The sjm valve was explanted due to immobile leaflets, aortic stenosis and regurgitation. Intraoperative findings revealed small tissue like masses overlying the leaflets. The valve was replaced with a non-sjm valve and the pt is recovering.